Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The date of manufacture (feb 15, 2010) has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device runs hot and is too loud was confirmed. An assessment was performed on the device which determined the unit gets hot, and is heating up during testing. It was also noted that the bearings were frozen/stuck in the locking sleeve. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair, it was observed that the burr attachment device ran hot and was too loud. The event was not related to surgery. There were no delays to a surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.